Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient was charging more than expected. The reporter was currently performing a lead revision for a different reason and the old leads were replaced. The impedances were not checked prior to procedure. It was initially reported that contact 11 had impedances >10,000 ohms, but increasing amplitude resolved the issue. Additional information received reported that an impedance test and x-rays were performed. The impedance test showed issues with the connections and that the implantable neurostimulator (ins) was operating normally. The x-rays should that the leads had migrated away from the original implant location. The migration was thought to be why the patient was not getting stimulation in the required location. The patient was currently receiving the required stimulation in the appropriate areas.